Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer delivered ventricular demand pacing (vvi) pacing backup but was able to confirm that the programmer printer was not working. It was noted that the printer was not printing any report or electrocardiogram (ECG) diagram caused due to defective printer motor. It was noted that the left hasp hatch was broken. Bullets assembly (hinge cover) was missing and broken. Electromagnetic interference repair was performed as preventive measure. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final system and functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the analyzer had an issue while using the electrical cautery. It was noted the analyzer was in security mode as soon as scalpel was on. It was also reported that programmer printer was not working. It was further reported that the programmer delivered ventricular demand pacing (vvi) pacing backup and the analyzer was not working. Troubleshooting steps were taken to change the programmer during procedure. No patient complications have been reported as a result of this event.